Event description:
It was reported that the patient was experiencing dizziness. Noise was observed on the atrial lead. Other electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.